Event description:
Customer reports that clips jammed during urology procedure. No pt/user injury or intervention reported.

Manufacturer narrative:
Evaluation: results - claim confirmed. DHR review could not be done as the given lot number was inaccurate. Based on evaluation of sample, it was concluded that the failure was during the assembly process. Mfg personnel have been notified of this event and have been retrained. The MFR will continue to track and trend for similar incidents.